Event description:
It was reported that during an unknown procedure, during stapling, the staples are ejected gradually and incompletely of the clamp (3 cm). There was a staple accordion with wound of the serous. At the end of the procedure: new stapling and manual points. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: was the cartridge loaded with the staple retaining cap in place? Were staples protruding from the cartridge prior to firing? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the cut line complete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. The following additional information was requested, but unavailable: when the additional information was received, it stated that there was a patient consequence, a wound of the serous. Please explain the patient injury? How was the damage repaired? Was the intra-op procedure changed?